Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 energy device was damaged while being inserted through the cannula, prior to patient use. The energy wire was bent and separated from the silicone jaws. The customer opened a new kit to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 energy device was damaged while being inserted through the cannula, prior to patient use. The energy wire was bent and separated from the silicone jaws. The customer opened a new kit to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). The lot # 25154978 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 16feb2021 and investigated on 19feb2021. There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for ¿material twisted/bent; wire.